Manufacturer narrative:
After clinical review of this file performed on (B)(6) 2019 , it was decided to remove code pain and add breast pain code to more accurately capture the reported event. Reason for device explant and/or reoperation: breast pain, chest injury. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pain, chest injury. Concomitant medical products: a mentor memorygel breast implant 350cc , catalog number smpx370, serial number (B)(4), lot number 7623295. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 350cc and patient believes trauma was caused during mammogram on the left implant and patient experienced pain on the left breast implant. The implant was not ruptured, the encapsulation pocket holding the implant in place was ruptured. As a result, the patient had undergone removal on (B)(6) 2019.